Manufacturer narrative:
B5 clinical narrative updated. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated. Section d1 brand name corrected.

Event description:
An automated impella controller (aic) was being prepped for an impella support. The support was to be for a patient but, when prepped there was a battery communication failure observed. The team removed and replaced the aic. The aic battery issue will be conservatively reported for the temporary hemodynamic support delay during the exchange, however the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
Corrected information was provided in e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in h3 (device evaluated by manufacturer?). Upon review, the section h device evaluated by manufacturer? Has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause for the battery communication failure alarm was due to a power management circuit board failure.

Manufacturer narrative:
Section a is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The console experienced a battery communication failure, which triggered a yellow alarm. The device was removed from service due to the failure. No further information available.